Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the approximately two weeks post implant right ventricular (rv) lead exhibited oversensing and the patient was experiencing exit block. Subsequently, a revision procedure was performed where the lead was explanted and replaced. No additional adverse effects were reported.

Event description:
It was reported that the approximately two weeks post implant right ventricular (rv) lead exhibited oversensing and the patient was experiencing exit block. Subsequently, a revision procedure was performed where the lead was explanted and replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the approximately two weeks post implant right ventricular (rv) lead exhibited oversensing and the patient was experiencing exit block. Subsequently, a revision procedure was performed where the lead was explanted and replaced. No additional adverse effects were reported.